Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri the atrial lead was explanted for high capture thresholds. The patient tolerated the procedure well, and remained in stable condition before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.